Event description:
Since approx above date, reoccurring painful nasal irritation, runny nose, under-eye rashes. I have been using philips dreamstation CPAP for 5.5 years. It is appalling to not have reasonable replacement options drop dead tired without CPAP therapy. FDA safety report ID # (B)(4).